Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to clotting of the pt's access. The cycler alarmed approximately. The user's guide identifies probable causes of the alarms and provides adequate instructions to resolve the alarms. A direct correlation between nxstage system. One and the report blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy, during a routine hemodialysis treatment, the pt was disconnected, and the extracorporeal blood circuit placed into recirculation, so that the pt could take a temporary break. Upon returning to treatment and reconnecting the pt, an arterial pressure alarm occurred that could not be resolved. Rinseback was not performed, due to clotting of the pt's access. Resulting in an estimated blood loss of 190cc. No medical intervention was required.